Event description:
It was reported that the chuck may have leaked an unk substance after washing during the cleaning process but before sterilization. The device was not sterilized. There was no pt involvement or any adverse consequences as a result of this event.

Manufacturer narrative:
The chuck will not be returned to the MFR for investigation based on this event. A product return was requested, but the account advised that the device was repaired by a third party. The reported condition of the device leaking cannot be confirmed without the product being available for eval.